Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It has been reported that the bd preset¿ eclipse¿ has been found experiencing inability to contain medication before use. The following has been provided by the initial reporter: before use, the customer found 1ea abg barrel deformation. No sample.